Manufacturer narrative:
Other, other text: device evaluation- one device sample was returned for evaluation. The examination of the device showed no defects. The returned device was given functional testing: this showed the device cuff met with specifications with no leakage identified. The reported issue was not confirmed.

Event description:
Information was received indicating that the portex tubes blue line ultra (blu) was leaking. The customer confirmed in a pre-use check that the product worked properly. However, when removing it from the patient, the customer noticed air was leaking from the cuff. There were no adverse events reported.